Event description:
Device malfunction: none. Symptoms/ae: stroke. Time of ae: seven days post procedure. It was reported that 7 days post an uneventful left internal carotid artery (ica) stenting procedure and one day post a coronary artery bypass graft (CABG) procedure, the patient experienced left sided weakness, diagnosed as a probable stroke. Reportedly, the contralateral stroke was due to the total occlusion of the right ica in conjunction with hypotension post CABG, resulting in inadequate circulation or hypoperfusion of the right brain. Two CT scans were performed with negative results. Treatment included heparin and coumadin. Twelve days postprocedure, the symptoms resolved. Although requested, there was no additional information provided.

Manufacturer narrative:
Study event. The stent remains in the patient. The lot number was provided. Stroke is a known possible adverse event associated with the use of the device as listed in the rx acculink instructions for use. There was no device malfunction reported. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this complaint.